Manufacturer narrative:
The device was not received, and because the device was not returned, a physical evaluation or analysis could not be performed. A review of the device history record confirmed that the device passed all post-sterilization inspection checks. With respect to the reported ventricular fibrillation, the root cause could not be determined due to insufficient clinical information. H6 investigation type, findings and conclusion codes, along with the h6 component code, were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 53-year-old male patient with a past medical history of coronary artery disease (cad). The patient presented in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. During the procedure, an axillary cutdown was performed. As the physician was suturing on the graft, the patient went into ventricular fibrillation (vf) spontaneously. Good position was verified by transesophageal echocardiogram (tee). Decision made to cannulate for venous-arterial (va) extracorporeal membrane oxygenation (ECMO), then proceed with the impella 5.5 insertion. The patient was in refractory vf with no changes after defibrillation. The physician was aware of arrythmia, but the patient was supported by ECMO and impella. The post-procedure outcome is survived at explant. The impella functioned at p3- at 1.3l/min without any issues. Ventricular fibrillation is a common and serious complication of acute myocardial infarction, especially in the setting of cardiogenic shock.